Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Correction: describe event or problem, common device name, reason code for no evaluation and manufacturer narrative (g:3 date received by manufacturer used for date of event, device evaluated by bd service and not returned to manufacturing facility for evaluation, chr, DHR). Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (shr statements). Omit: initial reporter phone, a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable. The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28feb2017. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had fails calibration. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of feb 28 2017. The review was performed from the date of manufacture to the present date of mar 25 2021. A review of the device history record sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that fails calibration. There was no patient involvement.